Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the blood sample valve (bsv) was not rotating fully due to salt buildup on the stop bar. The fse removed and cleaned the bsv and stop bar then ran a shutdown, startup and all controls with good results and no leaks. Failure mode was related to the bsv not rotating fully due to salt buildup on the stop bar. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 20 ml of clear fluid leaked from the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. No error messages were associated with this leak. The material safety data sheet (msds) did not need to be reviewed. There is a risk management/exposure control plan in place. The laboratory technicians were wearing laboratory coats and gloves, without face protection. There was no biohazard exposure to mucous membranes or open wounds. The customer also reported there was no contact to open or broken skin or mucous membranes such as the eyes, nose or mouth. No one had to seek any medical attention. There were no patient results affected and there were no erroneous results reported out of the laboratory. No death or injury is associated with this incident and there were no changes to patient treatment.